Event description:
The patient presented with an aneurysm of the carotid artery. A 6x10 viabahn device was advanced through a short 8 fr introducer sheath over a stork exchange guidewire and positioned at the target site. The physician pulled on the deployment line using a quick, long pull. The tip of the device curled back into the aneurysm sac. The device was not completely detached from the catheter. The catheter was pulled back and the device straightened out inside the aneurysm and was deployed. The procedure was completed implanting two additional viabahn devices, excluding the aneurysm. Final angio showed that the devices were patent; however, there was no distal flow 1 to 2 cm past the distally placed viabahn device with a noted obstruction in the carotid artery distal to the aneurysm & the devices. The physician suspected that when the tip of the 6x10 viabahn device came back into the aneurysm, clot may have been loosened and dislodged. Assessment of the patient's neurological functions indicated that the patient had suffered a stroke post-procedure.

Manufacturer narrative:
The affected device remains implanted. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.